Event description:
It was reported that the motor device had an undetermined malfunction. During in-house engineering evaluation it was discovered that the rotations per minute (rpms) were slightly below specification on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and found that the rotations per minute (rpms) were slightly below specification. Therefore, the reported condition was confirmed. It was determined that this was due to a worn out motor and swivel. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.